Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and the excessive no delivery test. No unexpected no delivery alarm noted. Device had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had a high blood glucose level. Customer's blood glucose was 476 mg/dl. Customer treated her high blood glucose with an insulin injection. Customer had completed troubleshooting before. Customer's mother wanted the insulin pump replaced. Customer agreed to return the device for analysis.